Manufacturer narrative:
Results: the velocity was fractured approximately 31.0 and 50.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed that the catheter was fractured. If the device is forcefully manipulated at extreme angles during use, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity) and non-penumbra stent retriever. During the procedure, the physician advanced the stent retriever into the velocity. At a certain point, the stent retriever suddenly became stuck. Subsequently, the velocity and stent retriever were removed. Upon removal, it was observed that the velocity was broken 50cm distal from the hub. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity and the same stent retriever. There was no report of an adverse effect to the patient.